Event description:
It was reported that intra-aortic balloon (iab) therapy was started to stabilize the patient's hemodynamics after percutaneous coronary intervention (pci) due to acute myocardial infarction (ami). After a few hours of iab therapy, the console generated a leak in iab circuit alarm multiple times. Pumping was resumed each time and treatment was continued. However, the baseline of the iab internal pressure seemed to be decreasing. Because the patient's hemodynamics were stable, therapy was discontinued the next morning. It was noted that there was no blood suction on the iab and there was a possibility of a leak.

Manufacturer narrative:
Initial reporter occupation: ce - clinical engineer. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned maquet sheath, covering half of the membrane. The extender tubing and stopcock were also returned. Two catheter tubing kinks were observed at approximately 73.7cm & 33.5cm from the iab tip. Product evaluation: an underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. A sensor output test was performed and the sensor was found to be within specifications. The iab was placed on the cs300 pump for two hours which represents one complete autofill cycle. The iab pumped normally, no alarm sounded. Conclusion: the reported event cannot be confirmed by the evaluation as the iab performed according to specifications. Although we were unable to duplicate the clinical settings or reported problem, kinks to the catheter tubing may cause pump alarms. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a